Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not detected on bus and was not connected. A field service engineer (fse) found the device initially showing as disconnected. Upon arrival, the device had already been rebooted and was no longer disconnected. After removing the back panel, all indicator lights for drawers 2.1 and 2.2 appeared normal. The station was shut down, the cables on the back of drawer 2 were reseated, and the station was rebooted. No failures appeared during startup. All components tested successfully in the hardware test application. At the customer request, the label printer was rebooted, its settings were verified, and a test print completed without issues. The station was restarted, and the final hardware test application test tool run completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not connected and failed on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.